Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, a visually inspected and found to have slack that had not been taken up. The ligator housing was not returned for analysis. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." The reported event of bands unable to deploy was confirmed. It was found that the device's instructions for use were not followed, as the slack was not taken up from the handle slot. This could ultimately affect the proper deployment of the bands once the ligator housing is installed in the endoscope, potentially causing the trip wire to malfunction and preventing it from working in coordination with the handle during band release. Based on all gathered information, the probable cause selected is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed properly; two bands were entangled. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed properly; two bands were entangled. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.